Event description:
It was reported that the patient presented for an implant procedure. During the procedure the atrial lead exhibited impedance anomaly and failure to sense. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of low pacing lead impedance and failure to sense were not confirmed. A complete lead was returned in one piece for analysis. Electrical testing, visual analysis and x-ray were normal with no anomalies found.